Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked all of the insulin prior to loading it onto the pump. Blood glucose was 220 mg/dl.